Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: tamper seals were not intact. Top case has multiple cracks. Functional and delivery testing was conducted. Check syringe plunger sensor was identified in event history log review. Occlusion test was performed, and faulty force sensor was identified. The reported issue was confirmed. The root cause of the reported event was unable to be determined. The following actions were taken: replaced force sensor. Other repairs included: replaced left case missing o-ring, plunger cable( damaged wire), top case (multiple cracks), battery(low lmd), battery door (cracked), cable guard(upgrade). Device passed all functional and device testing after repairs.

Event description:
It was reported that the device was not recognizing the syringe. No patient injury was reported.